Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that in 2009, the pt had an arthroscopic shoulder repair, a rotator cuff repair, with the user of spiralok anchors for fixation. At sometime subsequent during a follow-up exam, it was discovered or the pt presented with the cuff torn again. Sometime in 2009, a re-surgery was performed for remedy. During this re-surgery, it was noted that one of the spiralok anchors was broken. Another un-defined anchor was used to re-fixate the cuff. There are questions out to our affiliate for further details.